Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. (Expiry date: 07/2021).

Event description:
It was reported that during the arteriovenous fistula procedure the catheters allegedly did not have proper coaptation. Therefore, a new set of catheters were used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a lot history review was completed, which identified that this is the first complaint reported for this lot number. Investigation summary: sample evaluation performed on one wavelinq endoavf system. The catheter magnet arrays attract to each other and were coapted. The distal end of the electrode is unseated from the electrode housing. The investigation is inconclusive for failure to align due to the fact that the actual conditions of use could not be reproduced. The investigation is confirmed for material deformation as the electrode was found to be unseated from the electrode housing. The root cause could not be determined based upon available information. Labeling review: a review of product labeling documents showed that the product labeling is adequate. H10: d4 (expiry date: 07/2021). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the arteriovenous fistula procedure the catheters allegedly did not have proper coaptation. Therefore, a new set of catheters were used to complete the procedure. There was no reported patient injury.